Event description:
It was reported that the error message "the following electrodes have poor signal quality- electrode label" was displayed. This is being reported for cancellation of the procedure post sedation. During an ablation procedure to treat atrial fibrillation (afib), an intellanav stablepoint catheter was used. When connecting the device, significant signal was observed on bard on the distal electrode, and the opal system was confirmed to be working properly. However, the error message "the following electrodes have poor signal quality- electrode label" appeared. Troubleshooting steps included reconnecting the signal station and checking the reference patch and both ground pads. Despite troubleshooting, the procedure was cancelled due to technical problems and poor anatomical contact. There were no patient complications reported as a result of this event. The device has been received and is pending analysis.

Manufacturer narrative:
The device has not yet been evaluated. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the error message "the following electrodes have poor signal quality- electrode label" was displayed. This is being reported for cancellation of the procedure post sedation. During an ablation procedure to treat atrial fibrillation (afib), an intellanav stablepoint catheter was used. When connecting the device, significant signal was observed on bard on the distal electrode, and the opal system was confirmed to be working properly. However, the error message "the following electrodes have poor signal quality- electrode label" appeared. Troubleshooting steps included reconnecting the signal station and checking the reference patch and both ground pads. Despite troubleshooting, the procedure was cancelled due to technical problems and poor anatomical contact. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Device evaluated by manufacturer: the intellanav stablepoint was returned and did not display any visual defects. Functional, continuity, and electrical testing was performed and the intellanav stablepoint passed all tests.